Manufacturer narrative:
One used blade was returned for evaluation. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt. No splay was detected in the edge form. The inner and outer blades were visually evaluated for damage and the blades were found to be intact with no visible signs of material galling or debridement. There is one area on the outer tip that sustained minor scoring from one edge form tooth. The blade appears to be pristine without any indications of unusual wear to the edge form. The device was inspected dimensionally and found to meet design requirements. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported event was not determined. (B)(4).

Event description:
During an acl procedure it was reported that pieces of metal were coming off during use. The shed pieces of metal were successfully removed by the doctor before continuing with a new shaver. A backup device was on hand. No patient injury or complications were reported.